Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, the cap of the blood collection tube is bouncing off the needle. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive returned samples or photos from the customer for investigation. Therefore, 20 retain samples were draw volume tested, and none of the samples failed for tube push off. The device history record was reviewed with no issues being identified. There were no quality notifications. All process and final inspections comply with specification requirements. This complaint was unable to be confirmed for tube push off. No root cause from the manufacturing process has been identified as a contributor to tube push off. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, the cap of the blood collection tube is bouncing off the needle. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.